Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high thresholds, as well as, loss of capture. Fluoroscopic evaluation confirmed the lead was dislodged. A lead revision procedure was scheduled, but during the pre-procedure evaluation it was determined that lv lead pacing vector could be reprogrammed to program around the issue. It was also noted that there was some lv oversensing and, therefore, lv sensing was turned off. No surgical intervention was performed. There were no adverse patient effects due to the lv lead issue. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that this lead was revised for an unrelated issue.